Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced pre-syncope. The right ventricular (rv) lead was observed with high threshold. Reprogramming of outputs was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the rv lead was scheduled for replacement.

Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was suspected of non-capture. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.